Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital after receiving inappropriate shocks due to noise. X-ray revealed that the lead was fractured. The lead was capped and replaced. The patient was in stable condition after the procedure.